Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and was seen at a clinic where a sensor reading of 53 mg/dl was obtained compared to a laboratory blood glucose reading of 370 mg/dl. Customer was diagnosed with hyperglycemia and treated with unspecified injection and drip. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. Performed linearity testing on returned sensor, and all results were within specification. The sensor was also de-cased, and no issues were observed upon visual inspection of the pcba (printed circuit board of assembly). The battery was measured, and the voltage was within specification. The sensor was sent for further investigation. Visual inspection was performed on the returned pcba (printed circuit board of assembly), and no issues were observed. The returned battery was measured, and the voltage was within specification. The returned sensor was then re-programmed for sim vivo testing (simulation of the electrical signal produced by the sensor tail). The sim vivo test passed, and result was within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and was seen at a clinic where a sensor reading of 53 mg/dl was obtained compared to a laboratory blood glucose reading of 370 mg/dl. Customer was diagnosed with hyperglycemia and treated with unspecified injection and drip. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and was seen at a clinic where a sensor reading of 53 mg/dl was obtained compared to a laboratory blood glucose reading of 370 mg/dl. Customer was diagnosed with hyperglycemia and treated with unspecified injection and drip. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.